Manufacturer narrative:
(B)(6) 2015 a medtronic representative performed a navigation system check-out, hardware area passed. Software test failed. Application stops responding some times at any task. In trouble-shooting, the navigation system was re-booted several times and the navigation system worked smoothly, however, the reported issue remained intermittent. Re-installed synergy cranial 2.2.6 software and made several runs with good results. After 1-2 hours testing, application became unresponsive, again, at the planning task. Application not responding. Issue was replicated two times in two hours. No further issues have been reported.

Event description:
A site physician reported that, while in a cranial procedure, when registering the patient, the synergy cranial application became unexpectedly unresponsive. The surgeon noted this occurred intermittently at any task. Delay in therapy was 30 minutes. No further details were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A software engineer analyzed the circumstances of this event and concluded that multiple system unresponsiveness events suggest a computer motherboard problem. The field representative replaced the computer in the system and this resolved the issue. After computer replacement a medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Issue resolved.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer hardware testing showed no problems during any stage of testing. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.